Event description:
False positive advia centaur troponin ultra results were obtained by the customer and considered discordant when compared to repeat negative troponin test results. The physician questioned the positive result from the patient's sample drawn on (B)(6) 2013. The patient's troponin historical test results were negative. The customer also performed a troponin patient correlation run between two advia centaur systems from a sample that was drawn on (B)(6) 2013 from the same patient and the result was positive on one advia centaur system and negative when repeated on the original and alternate advia centaur systems. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the false positive results. The customer's quality control results were within acceptable ranges at the time of the incident and there were no other discordant troponin patient results reported. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."